Manufacturer narrative:
Evaluation method: device return anticipated. Although multiple attempts to obtain an autopsy report and patient medical history have been made, no information at this time has been provided. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest that a device malfunction or quality deficiency caused or contributed to this event. The edwards' evaluation and conclusions will be reported once complete.

Event description:
Reportedly, a patient expired with a 3300tfx valve still implanted in the aortic position after an implant duration of 1 year, 7 months (19 months) due to unknown reasons. No date of death or cause of death have been provided. A second device, implanted to the mitral position, was also reported under serial number (B)(4).

Manufacturer narrative:
(B)(4) = x-ray. Evaluation summary: the aortic bioprosthetic valve was returned sewn to the annulus, along with what appears to be host cardiac muscle. The valve exhibited minimal host tissue overgrowth onto the tissue at both aspect. Host tissue encroached onto the tissue by approximately 3mm. Host tissue was heavy at the stent inflow and moderate at the stent outflow. A fibrin-like tissue growth/anatomy, was detected onto leaflet 1 at commissure 2 at the outflow aspect. No other inconsistencies detected as the leaflets are intact and flexible. No inconsistencies were detected in the x-ray as the wireform is intact and no calcification is present. Despite multiple attempts, no additional information was provided by the initial reporter or hospital. Device evaluation confirms host tissue overgrowth, slightly reducing the effective orifice area of this valve; however, no significant obstruction was observed, and the leaflets remain flexible able to function properly. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals no information to suggest a relationship of the edwards' valve to the patient's cause of death.